Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant procedure the patient experienced pain. The device was removed and there have been no reports of further complications regarding this event. The patient will be scheduled for a surgical paddle lead in the future.